Event description:
It was reported that myocardial infarction, right ventricular failure and acute stent thrombosis occurred. In (B)(6) 2020, the patient was admitted with spinal stenosis and underwent surgery. The target lesions were located in the left anterior descending (lad) with 70% stenosis, circumflex (cx) with 90% stenosis, and right coronary arteries (rca) with 95% stenosis. A 2.75x20mm and 3.0x16mm synergy drug-eluting stents were implanted in the rca. After the surgery, the patient was taken to the post-anesthesia care unit (pacu); however, the patient suffered from myocardial infarction. On the following day, the patient was taken back to the cardiac catherization lab and found to have an acute stent thrombosis in both synergy stents in the rca that was implanted 1 day prior. Balloon angioplasty was performed and stented with non-boston scientific stents. The patient experienced right ventricular failure and received impella and extracorporeal membrane oxygenation (ECMO) and was still admitted.